Event description:
It was reported that the atrial lead triggered a warning for low pacing impedance and was causing as infrequent sensation of pulsation near the device incision. An interrogation noted that the lead has previously had low pacing impedance in the unipolar pacing configuration; however, in the bipolar configuration, the pacing thresholds were high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID sedr01 ipg, implanted: (B)(6) 2013. (B)(4).